Event description:
Healthcare professional reported left capsular contracture baker grade iii, "radial folds", "left capsulitis", "hyperintense oval images" (non device related), and "pain, hardness". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Crease/folding of implant: observed crease fold on the device. Inflammation/irritation: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side capsular contracture grade iii and cyst. Healthcare professional later reported "visual deformity" and "heat therapy". Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture grade iii and cyst. Healthcare professional later reported "visual deformity" and "heat therapy". Device has been explanted.